Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hip surgery on (B)(6) 2014 and suture was used. While using the suture on the patient, the surgeon noticed the tip broke and may or may not have broken off into the patient. X-rays were taken with no visible remains. Another like device was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The used needle/suture piece was visually examined for attribute defects under magnification. Severe marks on the body and the tip of the needle by use of the needle holder were observed. The sample condition suggests improper handling of the needle/suture.